Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
On (B)(6) 2016, the patient underwent bilateral total knee arthroplasties to address osteoarthritis. Attune products were implanted and depuy cement x 2 was utilized in both knees. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain, tibial insert wear, femoral component loosening at the cement to implant interface, and tibial tray migration and loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening on the lateral side of the tibia at bone to cement and cement to implant interface. Aseptic loosening was also noted as a possibility on the femur as well. The tibia, femur and insert were all removed. There was no lot number for the femur and tibial insert as they were unreadable. No bone or cement was adhered to the tibial component only. Doi: unknown; dor: (B)(6) 2019, right knee.